Manufacturer narrative:
(B)(4). This event occurred on an unspecified date in (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container had a tear in the seam which resulted in a leak. This event was identified prior to use. The tear was in the seam of the container where it is hung. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two samples were received for evaluation. During visual inspection, a tear was observed in the seal of both bags along the bottom near the hanger hole. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.